Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Upon follow-up, the customer reported that the reported device issue has not reoccurred.

Event description:
It was reported that on multiple occasions the when the cartridge is removed from the pump, a "black gooey substance" appears to have "oozed out of the pump itself". Blood glucose was 175 mg/dl. Although requested, additional information was not provided.